Manufacturer narrative:
Pr 2264098 initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by franciscan surgery center. Primevigilance did reach out to obtain with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
Material no.: 930815, batch no.: unknown. It was reported severe skin rash/dermatitis and pustules requiring steroids for resolution with rash occuring 2 week post op. Dr. [Omitted] is a breast surgeon in indianapolis. She states that starting in december 80% of her breast reconstruction patients have had severe skin reactions to what she believes is chloraprep. Incidents are occurring on patients from the asc and the main hospital. However she does not work as frequently at the hospital. Dr. [Omitted] performs 2-4 breast reconstructions per week.